Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verio iq meter where the "split level" was displaying an error message. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the "split level" was displaying an error message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pin 2 low. After pa fixed pin 2, the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.